Manufacturer narrative:
The DHR check could not be performed as the lot numbers are not available. Trend analysis: no trend identified. Criteria to fulfill a trend are 3 incidents in 1 month or 6 incidents in 6 months for same catalogue number. Compatibility check: according to surgical technique, all proximal revitan components are compatible with all distal ones. However, no information about the head, liner and cup were available. Review of incoming information it was reported that a patient underwent revision surgery of revitan revision stem due to stem loosening after 5 years in-vivo. A technical investigation was not possible to perform, as the device was not at hand for investigation. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible stem breakage causes are reported in the dfmea which is available for revitan hip revision implant and is continuously monitored and updated. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Fitmore hueft schaft a, groesse 2 ref# (B)(4)) are marketed in USA, and therefore this report was filed. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted an unknown revitan hip on an unknown date. The patient underwent a revision surgery due to stem loosening on an unknown date about 5 years after implantation.